Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient was having a catheter revision and the reporter had wondered if a portion of the 8780 is in the intrathecal space and they don't know how much was lost in the intrathecal space then what should be entered into the catheter information. Additional information received reported that the physician estimated the catheter length and the patient was ¿programmed¿. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.